Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system has issued multiple alerts for high out of range shock impedance measurements. The clinic has opted to continue to monitor the patient. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.